Event description:
Boston scientific became aware of an event involving a habib eus rfa catheter through the article, endoluminal radiofrequency ablation in patients with malignant biliary obstruction: a randomised trial, by jana jarosova, et al. Per the article, a habib eus rfa catheter was used to treat cholangiocarcinoma and pancreatic ductal adenocarcinoma during an endoluminal radiofrequency ablation (rfa) plus stenting performed between 2016 and 2021. One patient developed mild post-procedural pancreatitis. Four patients developed acute cholangitis and were successfully treated with antibiotics. The cholangitis occurred early after the procedure in two of those four patients, requiring a repeated intervention. Furthermore, one patient with acute cholangitis got complicated by the development of a liver abscess but was successfully treated with percutaneous drainage. Lastly, one patient developed cholecystitis, which was resolved with intravenous antibiotics. Please see the referenced article for full details.

Manufacturer narrative:
Block b3: approximated based on the date the literature was published. Blocks d4, h4: the lot number of the suspect device was not provided in the literature; therefore, the manufacture and expiration dates are unknown. Block g2: literature source: jarosova, j., et al. Endoluminal radiofrequency ablation in patients with malignant biliary obstruction: a randomised trial. Gut 2023; 72:2286-2293. Doi: 10.1136/gutjnl-2023-329700. Block h6: imdrf patient code e1021 captures the reportable event of pancreatitis. Imdrf patient code e172001 captures the reportable event of liver abscess. Imdrf patient code e1109 captures the reportable event of cholangitis. Imdrf patient code e2326 captures the reportable event of cholecystitis. Imdrf impact code f2303 captures the antibiotics treatment provided. Imdrf impact code f23 is being used to capture the repeat intervention to address the cholangitis and the percutaneous drainage to address the liver abscess.